Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed that no miss setting, or other errors related to delivery failures were found. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was delivering accurately and within specification. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a dosage error occurred. Event occurred before patient use, during testing. There was no patient involvement.